Event description:
It was reported, the patient got a shock when walking around their home that almost made them scream. It was stated this happened a few weeks after having their device implanted. It was later reported, the patient still had concerns with their device or therapy but were still resolving the issue with their doctor and manufacturer representative. It was stated the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va07xlv, implanted: 2013 (B)(6); product type lead. (B)(4).